Event description:
46 y/o female had breast implant exchange. Has capuslar contracture around both breast implants which is uncomfortable on a daily basis. Also complains of burning and discomfort secondary to her implants and capsule formation. Right implant removed intact. Left implant ruptured.